Manufacturer narrative:
The complainant provided a written incident report as well as a video of the incident. Upon review of the provided information, the incident could be confirmed; however, the wheel in question could not be clearly viewed and other observations were noted as being possible contributing factors to the incident. The product was not available for evaluation as the cot had been repaired by the complainant prior to reporting the incident to the manufacturer. It was reported the set screw had allegedly backed out and the nut securing the caster fork bearing was slowly backing out; however, no pictures of this alleged failure were provided for review. No additional information has been provided regarding the alleged patient injury and medical treatment. A review of the IFU confirms instructions for routine mechanical inspections to confirm all hardware is securely in place as well as other inspection points to ensure proper operation of the cot's wheels.

Event description:
It was reported while aligning the cot to the ambulance in preparation of loading a patient the cot tipped over. The complainant stated a wheel bearing may have been a factor. Complainant also reported the patient allegedly required rehabilitative treatment as a result of the incident; however, no details were provided regarding injury sustained or required medical intervention.